Event description:
It was reported to philips that the system failed to boot during surgery setup phase on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective flexvision pc with flexvision-2 revised pc no hdd and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).